Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, lot# j0039984r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving prialt/ziconotide (10 mcg/ml at 0.062 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery. It was reported the patient had back surgery in (B)(6) 2015 and the surgeon had cut the catheter. The patient had the catheter replaced using an 8780 with the existing pump. A catheter revision was performed and the issue was resolved at the time of this report. The patient had been receiving therapeutic coverage with the pump. The patient status at the time of this report was alive - no injury.if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4) no longer applies. The previously reported conclusion code no longer applies.

Event description:
Additional information was received from a company representative. In regards to what symptoms the patient experienced related to the catheter being cut, it was noted the reporter saw the patient on (B)(6) 2015 for reprogramming, and they set up a "few additional programs" for the patient and he received better coverage of his left foot. The patient was "very happy" after the appointment.